Event description:
Pt with essure inserted 2008, told her follow-up hsg showed bilateral tubal occlusion. Pt had pregnancy in 2009, and again in 2014. Date of use: inserted 2008, coils still in. Diagnosis or reason for use: permanent contraception.